Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leak event on (B)(6) 2024. Leak was at the qr. No further information available.